Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 541 mg/dl and the blood glucose was 348 mg/dl at the time of incident. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer insulin pump was alleging under delivering due to high blood glucose. The insulin pump will not be returned for analysis.